Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The reported issue was not reproduced and fa could not verify the external reported event of insufficient seal. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The knife slot measured at .029 and the jaw gap verification passed. Energy was delivered without any issues and the cut test passed. Logs showed no failures. The instrument was fully functional. The logs were reviewed and there were no cut events recorded. The instrument was put on the system and the seal function was activated 25 times over the next 16 minutes.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the surgeon was not comfortable with how the vessel sealer extend (vse) was functioning. Some vessels were not sealing properly. There was no injury to the patient but a lot of blood lost. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the console surgeon regarding the reported event: it was reported that during a da vinci-assisted ovarian cystectomy procedure, unexpected bleeding occurred as the surgeon was working with the ip ligament/vessel and using a vessel sealer extend (vse) instrument. The vessel was under the 7mm indication for use but was larger than anticipated. There were three or four times successful seals with tissue effect being observed. The vse instrument sealed the ip just fine. Prior to the next seal attempt, the ip ligament burst open lateral to the prior seals causing bleeding. Estimated blood loss was well under 750ml and no blood transfusion was required. The surgeon stated that she never cut but that the vessel just burst open. The surgeon quickly controlled the bleeding by using a fenestrated bipolar forceps (fbf) instrument along with a vessel sealer (vs) instrument. The surgeon held the vessel shut with the vs and sealed the vessel with the fbf. Once bleeding was controlled robotically, the surgeon elected to convert to open surgery. No medical intervention was required to control bleeding, including no sutures. The open procedure completed without patient harm or injury. The patient was reported as doing well now. An intuitive surgical, inc. (Isi) clinical territory associate (cta) was present during this event and provided the following information: the issue occurred when the surgeon was trying to seal the ip ligament. The instrument produced the continuous sound when the surgeon pressed the pedal and the seal complete beeps but before the surgeon could transect the ligament, the vessel "burst open" and was bleeding. The surgeon converted the procedure to open to contain the bleeding. The cta is not aware of the exact amount of bleeding but says that it was not enough to transfuse the patient. The ip ligament was the first vessel that the surgeon tried to seal using the vse. There was tissue effect seen when the surgeon was using it. The reporter thinks that there must be tissue tension in the ip ligament as the patient was 20 weeks pregnant when the surgery occurred. There was no calcification in the vessel, the size of the vessel was not greater than 7 mm, the jaws did not come into contact with a clip, suture, staple, or other metal objects and not immersed in liquid or contaminated by carbonized tissue when the sealing issue occurred. There were no errors generated by the system. The reporter is not aware of any relevant physical examinations done or any pre-existing medical conditions in the patient. Demographic information was enquired but the reporter was not able to provide any. The only thing wrong during the case was, just the vessel bursting¿ there were no other issues during the case. There was either an issue with how the issue was documented or that the tech who initially reported the issue misspoke if she used the term insufficient seal. Further, it was confirmed that even though the bleeding was controlled robotically, it was reported that the surgeon felt most comfortable to convert just in case the vessel were to open again, hence, the surgeon elected to convert to open.